Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced infusion set leakage issue on (B)(6) 2025. It was stated that the infusion set leakage was at cannula site and the infusion set fell off due to leakage issue. The site of insertion was abdomen. The set was in use for 2-3 days. No further information available